Manufacturer narrative:
Concomitant products: 3778-60 pain stim lead, implanted (B)(6) 2009. 3778-60 pain stim lead, implanted (B)(6) 2009, 97715 pain stim ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the right atrial (ra) lead a dislodgement occurred requiring the pocket to be reopened. When the atrial lead had been repositioned, the physician attempted to tighten the ra lead setscrew on the implantable pulse generator (ipg) and was unable to engage. With several manipulations he was able to torque the wrench, but the lead was not secured in the header and pulled out. After examination it appeared that the setscrew had become cross threaded and also the setscrew seat within the header appeared to be moving. The ipg was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.